Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Broke tooth [tooth fracture]. Broke tooth when the toothbrush head broke off [injury associated with device]. Toothbrush head broke off during brushing [device breakage]. Case description: a relative/friend reported via e-mail on 27-jun-2016 that her partner, a male of unspecified age, broke his tooth on (B)(6) 2016 when the oral-b brushhead, version unknown broke off while he was brushing with an oral-b rechargeable toothbrush, version unknown. The case outcome was not recovered/not resolved. No further information was provided. On 28-jun-2016 reporter follow-up e-mail: the reporter stated that her partner had the issue with an oral-b dual action brushhead (dual clean). She stated he now has to pay for dental treatment. He changed brush heads around every 3 months, or when the blue bristles fade. The toothbrush and brush head had never been dropped. The reporter stated her partner had never had problems with brush heads before, but he normally bought the precision clean. The case outcome was not recovered/not resolved. No further information was provided.